Event description:
This event is considered reportable based on analysis results approved in late 2007. It was reported the during a subclavian vein angioplasty treatment procedure, balloon removal difficulties occurred. The lesion being treated was a non-calcified, non -stenotic, de novo lesion. The vessel was not tortuous. After two to three inflations to 12 atms each, the balloon became stuck in the sheath upon withdrawal. The physician had no difficulty deflating the balloon, and the pt remained asymptomatic during this event. The sheath and balloon were removed as a unit in an intact condition. The physician used a new sheath and completed the procedure without any complications. No pt injuries or complications were reported. Pt status is reported as "fine". Analysis revealed a shaft break. The customer stated the device was intact when removed from the pt and there was no mention of the shaft fracture. The shaft may have broken after the procedure in an attempt to separate the device from the sheath.

Manufacturer narrative:
Device analysis: the shaft of the returned device was broken at approx 24 cm proximal to the tip of the device. The section proximal to the break in the shaft was not returned for analysis. The balloon was not refolded properly. On visual examination of the shaft there was evidence of stretching observed at the site of the break. A device history record review and a review of similar complaints cannot be performed because the batch number of this device is not known. The device was inflated twice to a pressure of 12 atm, which exceeds the rated burst pressure for this product. The following guidance is given in the directions for use: "when withdrawing the balloon out through the entry site, a gentle rotation of the catheter in a counterclockwise direction will cause the balloon to refold around the catheter shaft facilitating withdrawal. Caution: if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guide wire through a catheter, stop and remove products as a complete unit to prevent damage to the guide wire, catheter, introducer sheath or vessel." The balloon on the returned device was not properly refolded. Attempting to withdraw through the sheath without refolding the balloon could contribute to the difficulty encountered. The stretching observed on the shaft indicates excessive force was applied which would result in the shaft breaking. The root cause of the difficulties experienced during the procedure was determined to be due to handling damage.